Event description:
A patient reports while wearing a pod their blood glucose level had rose to over 300 mg/dl. The patient removed the pod from the insertion site.

Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The exposed portion of the soft cannula was observed to be torn. This tear diverted fluid from the intended fluid path. It could not be determined when or how this damage occurred. No other damages or deficiencies were observed that would result in the device failing to deliver insulin.